Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. No alarms occurred during testing. The insulin pump had motor noise during the rewind due to a problem with the motor. The insulin pump passed the basic occlusion, occlusion and displacement tests.

Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The customer stated that he received basal rates of 15 to 20 units all night, causing his blood glucose levels to drop. The customer also stated that the insulin pump gave an alarm prior to the event. Advised that the insulin pump would be replaced. Nothing further was reported.